Event description:
A report was received that stated the device needle became detached form the syringe during pt use due to device breakage at the luer lock. No clinical or pt injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.